Manufacturer narrative:
The company rep who examined the system confirmed the reported system message in the system's event lot. The footswitch interface printed circuit board and the footswitch were replaced. The system was then tested and met all product specifications. The footswitch interface printed circuit board is being returned for in house testing, but has not yet arrived. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during cataract surgery, the footswitch failed to respond. The footswitch and printed circuit board were replaced and the case was completed after a 4 hour delay. Pt impact is unk. Several attempts have been made to gather more information, but no additional information has been provided.